Event description:
On (B)(6) 2015, (B)(4) received info from sales rep regarding a patient incident and was provided w/contact info. Contacted facility immediately. Dr. Explained he was performing crown preps on #4 & #5. He stopped to changed burs and realized the handpiece was hot. He switched handpieces and continued to work. While inserting the temporary he noticed a burn on the right side of the upper lip and adjacent cheek. Patient was under local anesthesia. Medical treatment of norco 5/325 and magic mouthwash w/50/50. Dr. Stated patient was comfortable. Info packed and shipping label provided by email to send handpiece to (B)(4). July 31, 2015, contacted office to inquire about shipment or needed assistance. August 3, 2015, handpiece arrived at (B)(4). Handpiece model z95l (serial number (B)(4)). August 4, 2015, forwarded handpiece to MFR, (B)(4) for full evaluation.